Event description:
Medtronic received information that an unknown duration following the implant of a bio vaisaiva gr 2, severe valvular regurgitation occurred and required a transcatheter aortic valve replacement (tavr). No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).